Manufacturer narrative:
Result: b2-70072 22055541 failed testing. The set was only able to be primed by using a pump to prime it. Reported issue confirmed. Set does not meet passing criteria.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Customer reported "we spike and fill the chamber and the fluids will not travel through the tubing. We have removed the end cap, adjusted all clamps ensuring they are open and not pinching". There were no kinks, occlusions or visible defects in the tubing or reservoir that may have contributed to the event. Event did not occur during infusion. Tubing was changed out with no further problems. No patient injury reported.